Event description:
A malfunction on the pump was reported by the caller after the device fell off a bed and landed on its screen. The blood glucose level of the customer did not exceed 500 mg/d. Tandem technical support decided to replace the pump. The customer opted to use mdi as a backup therapy.